Event description:
Revision surgery at 5 years from primary for tibial tray loosening that had subsided. The surgeon revised the femur, tibia, and insert and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 23 may 2022: lot 166829: (B)(4) items manufactured and released on 16-feb-2017. Expiration date: 2022-02-07. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event during the period of review.